Event description:
A nurse reported that the pump she was using was under-infusing blood. She had the first unit of blood, approximately 300cc to be delivered over 2 hours. She had the rate at 150ml/hr and then began noticing that the volume to be infused on the pump did not match up with the amount in the bag. She had to keep increasing the rate and the volume to the vtbi to get the blood in over 2 hours and 15 minutes. She reported no alarms occurred during the infusion and the IV was good. She reported that the set was loaded properly. There was no report of pt harm and no medical intervention was required. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The device is not expected to be returned at this time. The biomed reported that if they received the device, they will test the device at the user facility and will provide the results when they are available. A follow up report will be provided, if additional information is received.